Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a venous infarction and was admitted. The physician did not believe that the infarction was related to the lead placement.